Event description:
The customer reportedly received the following results on the accu-chek compact plus system within 10 minutes: 44mg/dl, 225mg/dl and 122mg/dl. The customer felt shaky with the 44mg/dl blood glucose result and drank green tea. She also ate grapes and a mint. After obtaining the back-to-back results she still did not feel well. She ate food (undisclosed). No averse event reported. The customer discarded the strips used during the event. The suspected product is unavailable for return; replacement was sent.